Manufacturer narrative:
We the manufacturer of the device performed our own investigation, based on the data and pictures disclosed by the us importer which are the following: the contact of the clinic has been interviewed by cynosure's personnel who explained the correct use of the finger switch-lock on the handpiece in order to prevent accidental firing of the device. The personnel of the clinic reported that technicians who use the device, probably, are not aware of this procedure of locking the handpiece's trigger. The actual device involved in this event has been evaluated by cynosure's authorized local technician in date may the 25th, 2022 (service report code: 00174207) and found to be working properly within specifications before any service intervention. Anyway the most relevant information, for the root cause determination, is that the users are not aware of the procedure that require to engage the fingerswitch lock before placing the hp on the holder. That said, considering that the handpiece has been put on the rest without engaging the fingerswitch lock, it is possible to conclude that the finger switch has been pressed once forced on the rest causing the emission. Instruction to always engage the finger-switch lock, when not in use, in order to prevent any unwanted laser emission are present and clear on the operator's manual code: om122b1-d1_g.v04 (actual revision shipped with the device) at chapter 'handpieces'. The investigation carried out did not conclude that a design deficiency was responsible for causing the event instead is possible to conclude that the event has been caused by a failure of the operator to follow instruction (not engaging the fingerswitch lock when required). Due to the fact that the device is working properly within specifications, no corrective action has been implemented. The present follow-up report has to be considered as a final report unless FDA has further questions.

Event description:
On june the 13th 2022, el. En. Electronic engineering spa became aware of a malfunction, reported by the us importer, cynosure, in which it is stated that an elite iq laser medical device that shot unintentionally on the handpiece's holder. The actual device involved in the event is an elite iq laser medical device ref: m122b1 s/n: (B)(4); UDI: (B)(4). The actual device involved in the event is manufactured by el.en. Electronic engineering spa and marketed in the us with 510(k) k193426. Based on the narrative provided by the us importer, cynosure, the physician have placed the handpiece on the device's handpiece rest, once the treatment was ended, and they thought the laser self fired on the holster. No injury to patient or operator has been reported. We, the manufacturer of device, became aware of the event on june the 13th 2022 by specific communication of the us importer, cynosure, and evaluated the event reportable because, according to FDA 21 cfr part 1000-1040 this event represent an aro (unwanted laser emission) and is a reportable event. That said, according to FDA 21 cfr part 1003.10 (c) if the manufacturer is required to report to the food and drug administration under part 803 of this chapter, the manufacturer shall report in accordance with part 803. Moreover, the us importer cynosure, already evaluated the event as reportable (for the same reason) and proceeded to submit their own MDR report code MDR 12222993-2022-00024 in date june the 21st, 2022. Based on that, in accordance to 21 cfr part 803.50(3), we as manufacturer of the device proceeded to submit our own MDR report in order to submit all the missing information.